Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse confirmed that with instruments installed, the mtml was drifting autonomously. The fse performed master tool manipulator (mtm) right and left gravity calibration. The gravity calibration test passed, and following calibration, the manipulators returned to normal operation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 2 was drifting without the surgeon directing it. The case was completed. Tse tried to view system logs and system wasn't connected to onsite today, so logs weren't available. The surgeon's head was in the console when arm 2 was drifting. The procedure was completed with no reported injury.